Manufacturer narrative:
The device has been returned for investigation. A confirmation investigation shows the meter is operating within specification. Test strip lot information was not provided. The owner's guide has been carefully reviewed. There is no indication the event occurred due to poor labeling. Bgstar field returns involved in similar complaints have been reviewed and there is no evidence the event occurred due to a component failure. The root cause of the incident could not be determined. Factors such as hematocrit, temperature, humidity, elevation, other medication and testing procedure may have contributed to the reported inconsistent blood readings. Insulin, diet or exercise may have contributed to the reported hypoglycemia. The amount of insulin administered before the event, the blood-glucose measurement at the time of the event, and medical intervention required was not provided. This event will continue to be trended. Correction: report edited to indicate meter receipt and confirmation testing results. The investigation results do not affect the manufacturer's root cause analysis.

Manufacturer narrative:
The device has been requested but has not been returned for investigation. The meter DHR was referenced and the meter left the factory within specification. Test strip lot information was not provided. The owner's guide has been carefully reviewed. There is no indication the event occurred due to poor labeling. Bgstar field returns involved in similar complaints have been reviewed and there is no evidence the event occurred due to a component failure. The root cause of the incident could not be determined. Factors such as hematocrit, temperature, humidity, elevation, other medication and testing procedure may have contributed to the reported inconsistent blood readings. Insulin, diet or exercise may have contributed to the reported hypoglycemia. The amount of insulin administered before the event, the blood-glucose measurement at the time of the event, and medical intervention required was not provided. This event will continue to be trended.

Event description:
The reporter claims the bgstar meter is providing erratic blood-glucose readings. The reporter's blood glucose was tested mid morning and the result was 10.6 mmol/l when testing again after a couple of minutes, it read 5 mmol/l. The reporter then experienced hypoglycemia due to the meter providing the incorrect reading.